Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of signal acquisition issues was confirmed. No device analysis results are available because the device was not returned, however, logs from the event were able to be obtained. The logs showed on 13jun2023, there were multiple attempts made with (B)(6) to calibrate the sensor. During these sessions, logs showed that there were non-pulsatile signals found with high signal strength, which may indicate the presence of electomagnetic interference. Additionally, logs showed that the user attempted to use search pressures that were unlikely able to acquire signals such as ¿14 and ¿18 mmhg. When the sensor was eventually calibrated, a pa mean of 15 mmhg was used. Logs also showed that an automatic pressure search was performed with no success. Logs showed that some pulsatile signals with good signal strengths were acquired but inadequate to take a reading. Logs showed that the minimum signal strength was set to 50% for all sessions on (B)(6). 10 seconds of pulsatile signal with good signal strength (signal strength greater than or equal to the minimum signal strength) is required to take a reading. Logs showed on 14jun2023, there were multiple attempts made with (B)(6) to calibrate the sensor again, but the user could not get past the dynamic sensor check to attempt to acquire signal. The user was not able to obtain good enough signal to take a reading. Incorrect search pressure setting, implant depth, sensor orientation, and antenna position can also affect signal strength and signal acquisition. Additionally, increased electrical interference in the cath lab room may have affected the cm3100 hospital system¿s ability to lock on to the sensor. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
During implant procedure on (B)(6) 2023 the hospital system was unable to obtain a signal to calibrate the sensor. The patient was brought back to the clinic on (B)(6) 2023 and an echocardiogram was performed to calibrate the sensor. The sensor was successfully calibrated and there were no adverse consequences to the patient.